Event description:
It was reported during the patient's scs trial procedure, a csf leak occurred. The physician performed a blood patch. The patient was asymptomatic postoperative. Follow up on (B)(6) 2014 identified the patient complained of a headache when the trial ended on (B)(6) 2014. In addition, the headache has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.